Manufacturer narrative:
The local area sales representative was contacted for additional information regarding product return. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited longevity concerns. The device indicated the battery status had 9 years left, however, the device has been explanted for more than 8 years. Additionally, this device exhibited high out of range pace and shock impedance measurements on the right ventricular (rv) lead. A revision procedure was performed on the rv lead and ICD was explanted and replaced. No additional adverse patient effects were reported. At this time, it is unknown if this device will return for analysis.